Event description:
The facility representative reported a colleague infusion pump which experienced failure code 550. It is unknown when this condition occurred. Device evaluation determined the root cause of failure code 550 to be a disconnected speaker harness, which resulted in the device failing to audibly alarm for the failure code. No patient injury or medical intervention was reported. This is involving a pump with software version 6.13.90 which is categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4), a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 550. The root cause could was determined to be a disconnected speaker harness. The speaker harness was reconnected to repair the reported condition. A follow up report will be submitted if additional information becomes available.